Manufacturer narrative:
On 12/30/2019, additional information was received indicating the patient experienced capsular contracture baker grade unknown on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: saline mentor smooth round high profile 310cc, catalog number 3503310, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 310cc breast implant and experienced pain, burning sensations, and dizziness. The patient fell and was taken to the ER, where device rupture on the right side was confirmed via ultrasound. As a result, the patient underwent removal on (B)(6) 2019.